Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information notes that the lead was capped on (B)(6) 2011 and subsequently explanted on (B)(6) 2012.

Manufacturer narrative:
The lead was returned in five pieces. Final analysis found that the outer insulation was abraded at 5.0 cm - 5.3 cm from the connector pin, due to friction with the device can.

Event description:
It was reported that the ventricular lead exhibited high threshold greater than 5 volts. The lead was removed and replaced.